Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor pro rx balloon was used during a stone extraction procedure in the biliary duct. According to the complaint, during the procedure, the catheter broke in half at about 50-60cm from balloon, and half of the catheter remained in the scope and the distal half remained in the patient's bile duct. The endoscope was removed with the proximal end of the catheter and the distal end of the catheter was removed with an unknown device. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of catheter break. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.